Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues removing the battery cap. The customer's blood glucose level at the time of incident was 416mg/dl. The customer treated the highs with manual injections. The mother declined to troubleshoot the device at this time, due to not having the pump on hand. The mother states they were able to remove cap with quarter. The customer was advised to monitor the device and call back if issues persist.